Manufacturer narrative:
Additional information: h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least two (2) 250 ml intravia containers had clear, strand-like contaminants floating in the bags. This was observed when performing biannual media fills. The contaminants were further described as "small wispy strands" and the strands appeared to be plastic. There was no patient involvement. No additional information is available.